Event description:
After implantation of a graft the dr wanted to do an embolectomy so he opened the graft where he had removed the spiral on the graft. After the embolectomy the dr wasn't able to close the graft because it reportedly ruptured where he had stitched. The graft was removed and a new graft was implanted. The pt is reportedly doing well.